Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021 and the day of adverse event reported at 13 days (pod13) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1310 captures the reportable event of "the patient developed a urinary tract infection." Imdrf patient code e1301 captures the reportable event of dysuria. Imdrf patient code e1309 captures the reportable event of "decreased urinary output." Imdrf impact code f2303 captures the reportable event of "the patient was treated with cipro."

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Only one naviguide device was used. Thirteen days post-procedure, following stent removal, the patient developed a urinary tract infection, presenting with fever, dysuria, decreased urinary output, and increased urinary frequency. The patient was treated with cipro. Per physician's assessment, the event was not serious, was not related to the device, and possibly related to the procedure.